Event description:
The patient reported that their pump malfunctioned ¿because it never delivered the medicine.¿ they stated that when they went in to see what was happening, they found a crystalized substance at the tip of the catheter in the intrathecal space. The patient stated their physician told her ¿they poked the tubing with a needle and the substance was solid so they were unable to remove it.¿ they stated at that point they replaced the pump and the catheter because it was soon to be end of life anyway ¿and then that pump malfunctioned¿ but they did not say at that time what the problem was. The medications used within the system were clonidine and morphine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 8703w, lot # n22135a, implanted: (B)(6) 1995, explanted: (B)(6) 2005, product type catheter. (B)(4). "They found a crystalized substance at the tip of the catheter in the intrathecal space."